Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the lead was difficult to place in a position with good sensing values. Following implant, the patient had a heart attack, and it was noted sensing values had decreased. The lead was explanted and replaced. The physician believes the sensing issue is related to the patients heart attack. The patient was in stable condition.